Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth at the abutment site and subsequently was administered steroids by injection in (B)(6) 2018.